Manufacturer narrative:
Concomitant medical products: 6931, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the hospital after hearing alarms. There was a lead integrity alert on the right ventricular lead for high impedance which fluctuated at measurement in clinic. Alarms and therapies were programmed off. The pace/sense portion of the lead is still being used. In addition, the left ventricular lead had unstable thresholds with intermittent capture and high and fluctuating impedance due to the pacing configuration being left ventricular tip to right ventricular coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.